Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that the procedure was performed to treat a lesion in the proximal circumflex (cx) artery and in the mid left anterior descending (lad) artery. Three xience prime stents were implanted without. On (B)(6) 2018, the patient began to experience chest pain, with palpitations and was re-hospitalized on (B)(6) 2018. Medications were administered, and the event resolved on (B)(6) 2018. No additional information was provided.